Event description:
It was reported that "it was not possible to remove the epidural catheter inserted by [physician] for the caesarean section, requiring surgery under general anaesthesia." Additional information received on may 27, 2026, indicated that "patient's current condition: likely to result in permanent functional impairment, congenital abnormality or malformation. Actions taken at the healthcare facility to manage the patient: withdrawal under general anaesthesia."

Manufacturer narrative:
(B)(4).